Manufacturer narrative:
The center arm was broken due to abuse. The hd mount bracket and center arm assembly was replaced to resolve the issue.

Event description:
Info received indicated the siderail will not latch.